Event description:
It was reported that the device showed three power on reset (por) events correlating with patient reported shock therapy delivery times. The first of three therapies was correlated with reported patient symptoms. Second two therapies were reported as delivered without symptoms. The device interrogation did show a non-sustained ventricular tachycardia episode that occurred after the last por. The device interrogation did not show the reason for por events. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Visual examination of the device did not reveal any evidence of an internal arc. Carelink records provided save-to-disk files before the reset occurred. A successful 35 joule therapy was recorded on (B)(4) 2011 which contained a notation that either the active can or the svc pathway was turned off during the delivery. The next 3 attempts to provide high voltage therapy resulted in resets and aborted deliveries later that year. Review of the save-to-disk file taken after the resets indicated that all pathways were active for the three aborted attempts. The presence of eccobond adhesive close to the weld seam of the shield, a melted area of ring frame material around the battery, as well as an unidentified residue on the battery insulator sheet were all found in the same small area. The cause of the power on resets was not determined. The perimeter of the scsp was optically inspected after removing all of the surrounding components. No anomalies were observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further analysis is in progress. Initial evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. Performance data collected from the device was analyzed. Three power on resets (por) for firmware initiated a por with no reason code, on (B)(6) 2011. A patient alert was triggered for device circuit error on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further analysis is in progress. Initial evaluation summary: (B)(4) the device was returned and analyzed. The cause of the power on reset could not be determined. Performance data collected from the device was analyzed. Three power on resets (por) for firmware initiated a por with no reason code, on (B)(6) 2011. A patient alert was triggered for device circuit error on (B)(6) 2011.